Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-13708 and 3005099803-2013-13709 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping device were used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, the two resolution clips experienced the same failure. The clips would not separate from the delivery device, therefore, they did not fall off in the patient and there were no clips left in the patient. The clips closed on the tissue, but would not detach. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.

Manufacturer narrative:
Although the patient¿s exact age is unknown, it was reported that the patient is under 18 years of age. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.